Manufacturer narrative:
(B)(4).

Event description:
It was reported that through the remote transmission, the right ventricular lead exhibited lead noise. An x-ray was recommended to confirm the position of the lead. The patient will be brought in for further evaluation. All of the electrical parameters were normal. No further information is available.